Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d10, g4, h1, h2, h3, h6, h10 reported event was confirmed per visual examination of the returned product, which identified it was broke. Item and lot numbers are unable to be confirmed as there is too much damage near the item and lot number etch. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a shoulder procedure the reamer guide broke, the metal instrument snapped in half. Reaming was complete with this instrument. Attempts have been made and there is no additional information available.